Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a navigated biopsy (optical) procedure. The issue occurred pre-operatively. There was no reported delay to the procedure, as the site was able to swap out systems in time before the patient was asleep. There was no reported impact to the patient. The biopsy was successful.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #, ubd: unknown, UDI#: unknown. G2: this event occurred in canada, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05 < (>&<)> a1102: localizer fault a0708: suspected cause cmos battery g05001: camera g02002: battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system had a localizer faulted error. Troubleshooting was performed. It was found in the network device interface (ndi) toolbox that there was a bump status and internal temp exceeded. It was noted that the suspected cause of the issue was a faulted complementary metal-oxide semiconductor (cmos) battery. Delay and patient impact information were not provided.